Event description:
It was reported that the atrial lead exhibited high pacing impedance with no/intermittent capture at max output. Possible lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 429888 lead, implanted: (B)(6) 2014; dtba1q1 ICD, implanted: (B)(6) 2014. (B)(4).